Manufacturer narrative:
A ge rep evaluated the system and performed a filament calibration. This event was not an accidental occurrence because the filament calibration error would prevent emission of x-rays until cleared. The system operates as intended.

Event description:
The customer reported the system displayed a filament calibration error. No pt injury was reported.